Manufacturer narrative:
H6: medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker implant interventional procedure. Reportedly, prostyle use was performed in a bore hole greater than 24f. Two prostyle sutures were successfully preplaced. The sheath was upsized to a 27f, and the leadless pacemaker implant interventional procedure was completed. The two prostyle knots were successfully advanced to the vessel wall. When the physician was ready to cut the suture at the knot, a suture break was noted. Hemostasis was noted to not be efficient. A z-stitch was also used, and efficient hemostasis was achieved in the access site. The patient with cognitive impairment was sent to recovery. Reportedly, the day after the procedure, (B)(6) 2024, the physician noted there was an issue with the femoral access site. It was observed that the patient had a hematoma, which was treated with manual compression. The staff stated, the z-stitch had been removed and may have needed to be left in longer as the patient had some issues adhering to the recommended bedrest post implantation. The patient required two additional days of hospitalization. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: for access sites in the common femoral vein using 5f to 24f sheaths. A conclusive cause could not be determined for the reported suture separation. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The patient effect of hematoma is a known risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation, d9 - device available for evaluation: device was not returned for analysis.